Event description:
New information received indicated that the patient was stable throughout.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing and low pacing impedance. The rv lead was explanted. The patient status was unknown.